Event description:
It was reported that the patient charges controller from the wall and it shows that it is fully charged by the solid green led light. However, when they plug in the recharger and attempt to charge the implantable neurostimulator (ins), they receive "battery empty -cannot continue, recharge controller" message. Caller stated this started about a month ago and therefore, patient hasn't been able to charge ins so it is dead and caller wasn't able to interrogate with the tablet. Caller stated that patient received a controller replacement, within the last six months, as they were having the same issue but the replacement is doing the same thing. Tss didn't see any previous calls for the patient to show they received replacement from repair. Caller verified that when they plug the original controller into the wall, it shows fully charged but they see the same result when they try to charge the ins - it shows the battery empty message. Caller also reported recharger is getting hot. Troubleshooting was not required. The issue was not resolved through troubleshooting. A request was sent to the repair department for the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), ubd: 14-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.